Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having ¿extreme¿ problems which started on (B)(6) 2013 but got worse the day of the reported. The patient had been sleeping on and off for a few days with flu-like symptoms; diarrhea, sweating, diaphoresis, vomiting. The patient also had extreme back and leg pain and he could hardly walk. The patient¿s family was taking him to the emergency room. The patient's physician was currently on vacation, but the patient did have a scheduled appointment for a pump refill on (B)(6) 2013. The patient¿s family was concerned that the pump ran out of medication but did not alarm. This device system was reported to have delivered dilaudid. In addition, the patient went to the emergency room (ER) and stated that the pump was either empty or not working. The ER staff gave the patient an injection of dilaudid and a prescription that will last for two days. The patient was feeling ¿pretty sick¿ and experienced chills, sweats, and extreme pain last night. The patient¿s family had not heard any alarms and was unsure if the pump alarmed or if the patient would have even heard it. Reportedly, the patient was told by the physician that he would be ¿ok¿ until the physician returned from vacation. The caller reported that dilaudid was in the pump. However, the print out from the (B)(6) refill that the caller read from noted hydromorphone was in the pump with an estimated eri of 62 months. It was further reported that a representative was called to interrogate the patient¿s pump in the emergency room (ER). The patient reported flu-like symptoms in addition to nausea and decreased therapeutic relief (as well as the previously reported symptoms). These had developed over the last three days. The patient had contacted his managing pain physician and received oral vicodin. There were no alarms or events noted in the logs. Oral medications were further given and a dye study was being planned for (B)(6) 2013. This device system verified to have delivered dilaudid. It was then further reported that the patient was in the hospital as reportedly everything the patient had been experiencing was related to the pump. This was now the third day the patient was experiencing severe pain from pain medication not getting into his system and he was having withdrawals. Lastly, the patient had been ¿deathly ill¿ as the pump was dry/empty and never alarmed. Reportedly the representative read the pump in the ER and reviewed the history and noted that it showed 4 milliliters (ml) and the pump was working. The patient saw the physician on (B)(6) 2013 for the scheduled refill. A dye study was performed and there was no issue with the catheter found. However, the pump was noted to be empty. When the physician read the pump on (B)(6) it showed 4 ml and that it was working. However, they were expecting the pump to have 2 ml. The patient has had the pump for pain for the last year and a half with no issues and was told the pump should last 5 years. The patient also could be given 5mg of vicodin but it does not do anything because of the amount of medication going into his spine. The physician did not provide the family with any suspected causes of what recently occurred. The next refill date was scheduled for (B)(6) 2013. However, the patient will be going in a week early. There was no representative present for this refill and reportedly the alarms were not tested at the refill on (B)(6). The family noted that at one point in time the patient had a rechargeable spinal cord stimulator. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).